Event description:
Device malfunction: tip of sds separated during removal. Time of malfunction: during the procedure in 2006. Symptoms/ae: none. It was reported that the white tip separated from the stent delivery system (sds) during removal. The white tip of the sds stuck in the stent and during post-dilatation with a viatrac balloon, the tip was pushed higher up in the guide wire and removed when the filter basket was retrieved with the recovery catheter. The target lesion was the left internal carotid artery. No additional information was available. Study event.

Manufacturer narrative:
Evaluation:quality assurance investigation revealed that the acculink was returned with blood visible on the shaft and handle. The tip of the catheter was separated at the guidewire lumen and was returned advanced on an accunet wire up to the proximal bushing of the filter basket. There was 4mm of guidewire lumen still attached to the proximal end of the tip which was twisted and slightly bunched. There was a wavy bend in the shaft (hypotube) which could possibly be from shipping. The handle was returned in the unlocked position and the slider was located at the distal end of the handle. There were no other anomalies on the device to report. Quality engineering was unable to complete their investigate analysis analysis at the time of this report. Results and conclusions will be forwarded upon completion.